Manufacturer narrative:
The manufacturer previously reported information alleging the device failed a pilot: reading test step during testing. There was no harm or injury reported. Manufacturer field service engineer (fse) visited customer site and confirmed issue of device failing test step. Fse replaced the proportional valve and the three-way solenoid valve to address the issue. The device passed all functional and safety tests. The device was returned to clinical use with no operational limitations.

Event description:
The manufacturer received information alleging the device failed a pilot: reading test step during testing. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.